Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to reported partial onset date - b3: (B)(6) 2026.

Event description:
Patient reported through company representative "rupture". Healthcare professional later reported "there is rupture, no fluid, no inflammation, no capsular contracture" and "grade iii ptosis". This record is for the left side. The device was explanted.